Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, the patient reported data gaps. No additional patient or event information is available.